Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred. Inspection of the patient history buffer (phb) data found no errors or abnormalities. No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact cause of the reported pod communication error event could not be determined. The voltage of the middle battery was lower than expected. The pcb assembly was inspected and corrosion was observed. There was no evidence of a leak or any other corrosion inside the pod. The corrosion on the pcb assembly can be confirmed as the cause of the abnormal battery voltages. Because a leak source could not be identified the time and cause of the observed pcb assembly corrosion could not be determined. It could not be determined if this observation impacted the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.